Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in clinic, symptomatic of infection. The implantable cardioverter defibrillator system was explanted on (B)(6) 2023. The patient was in stable condition.